Event description:
It was reported that during the prostate dissection for a robotic laparoscopic prostatectomy with lymphadenectomy procedure, the monopolar curved shears was broken. The monopolar curved shears was noted to not be closing well prior to breaking. And upon removal and inspection, the cable was found to be snapped. The monopolar curved shears was removed as a broken instrument with the trocar, and then was changed to continue the procedure. There was no patient injury.

Manufacturer narrative:
H2) additional information: d9, h10; correction: d10 h3) device evaluation: medtronic led an evaluation of the reported monopolar curved shears, the associated device logs and provided images. Two images were received for evaluation. One image depicted the operating room team interface (orti) monitor of a tower showing a mo nopolar curved shears. One image depicted a monopolar curved shears with a cable break. Evaluation of the logs indicated that the monopolar curved shears was attached to arm cart assembly 4. The total use time was fifty-nine minutes with a use count of one. Multiple error codes were observed to have been triggered. An error code was triggered for an instrument error which occurs when the magnitude of the measured position of any instrument drive unit (idu) motor and the sum of the measured position of all idu motors is over the limits. This is a recoverable inoperable error and reports an error message stating, "danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume.". Another error code was noted which occurs during instrument exchange if the instrument jaws are not straightened or closed within the threshold of articulation and actuation. This is a recoverable inoperable error and reports an error message stating, "caution: instrument withdrawal failed. Remove instrument and port together, inspect for damage. Touch dismiss to acknowledge.". Visual inspection of the returned monopolar curved shears noted no corrosion on the electrical contacts. There was no damage noted to the jaws. Drive cable three was broken. Functionally, the jaws were not manipulated due to the observed drive cable damage. Electrical testing was performed and the monopolar curved shears were read with no observed failures. Evaluation of the monopolar curved shears confirmed the reported condition. The root cause of the observed errors is understood to be a design issue. The observed cable damage was determined to be the result of an incorrect reliability test method, which prevented the monopolar curved shears from being designed to be durable enough for the intended use. A process improvement has been implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy with lymphadenectomy procedure, during prostate dissection, a monopolar curved shears (mcs) was broken. The mcs was noted to not be closing well prior to breaking. And upon removal and inspection, the cable was found to be snapped. The mcs was removed as a broken instrument with the trocar, and then the mcs was changed to continue the procedure. There was no patient injury.